Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's husband stated that patient was wearing dexcom equipment at the time of the reported event. Patient's husband reported that patient passed away as a result of a traffic accident. Death was not related to diabetes mellitus. Patient was riding her bike when she was hit by a car. A certificate of death is not available. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause of the reported event cannot be determined without the certificate of death.